Manufacturer narrative:
Trend analysis conducted for infyna chic 12 french urinary catheters associated with a uti and no adverse trend identified. Device history record (DHR) review conducted based upon the lot number provided and the records were found to be complete and accurate. The root cause of reported urethral burning, sharp sensation and uti cannot be determined.

Event description:
It was reported that an end user who has a history of frequent utis, experienced a uti while using the hollister infyna chic hydrophilic catheter. The end user reported feeling a burning sensation in the urethra immediately after catheterization since the 20th of october. She also said she experienced a sharp sensation and feeling like the urethra was inflamed associated with the use of the catheters. On the 14th of november she reported she was diagnosed with a uti after testing her urine with a dipstick. She reported that she took antibiotics to address the uti.